Event description:
It was reported that the ventilator stopped delivering volume and flow for a period of time. Moreover, high airway pressure alarms were found in the received logs at time of the event. Patient's saturation decreased to 55%. Final patient outcome was no injury. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, the ventilator had generated multiple alarms indicating airway pressure high and respiratory rate high between 5:19 and 5:20 am on (B)(6) 2025. The test log showed that successful pre-use check was performed prior the event. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The generated alarms are indicative of an increased expiratory resistance most likely caused by a blockage in the patient circuit. According to information received, a passive humidification, a bacterial filter and standard corrugated tubing was being used with this patient. There is no information if these parts have been investigated. Our conclusion is that there is no indication of a ventilator malfunction at time of the event. Appropriate alarms for high pressure situation were generated. The generated alarms are most likely due to a blockage in the breathing system.